Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported an audible alarm from the controller while getting out of the car. Possible red heart alarm but not confirmed. The patient stated they felt light headed at the time but when the alarm stopped it was resolved. The controller was changed to the backup controller and the patient was advised to present to the clinic. No red heart alarms were noted on history. The controller was not exchanged and the patient was instructed to call if any further alarms were noted.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of a red heart alarm and a potential percutaneous lead issue could not be confirmed. However the device¿s approved labeling outlines all system controller alarms and indications of percutaneous lead damage, as well as how to respond to such events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
After review of the submitted log files no red heart alarms or other adverse events during pump operation were revealed. Throughout both log files pump power, flow and average pi ranged from 6.8-7.5 watts, 5.9-6.9 lpm and 4.5-5.7, respectively. The log files appeared to show the system operating as intended. X-rays of the internal and external portions of the patient's percutaneous lead did not reveal any areas of concern. The patient remains ongoing on vad-13269 and no related events have been reported since this event.